Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer states, she received a button error alarm while attempting to deliver a bolus shot; she states insulin pump may have been exposed to body sweat. After troubleshooting, customer was advised insulin pump would need to be returned and to revert to back up plan per healthcare provider. No further information provided.